Manufacturer narrative:
Failure analysis revealed that the insulin pump had unresponsive buttons response and a frozen display as a result of a keypad connector not plugged properly.

Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The battery was changed and the buttons were unresponsive. No further info was provided.